Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate anti-tachycardia pacing (atp) burst and two inappropriate shocks for suspected atrial driven rhythms. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.